Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).